Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, scope communication error (b30) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, the b30 error occurs when the communication that transmits the data on the scope side to the device side cannot be completed normally. Therefore, omsc assumed that water droplets or dirt adhered to the scope connector contacts, which hindered communication and caused a b30 error. If significant additional information is received, this report will be supplemented.